Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) emitted beeping tones. Upon interrogation, one impedance measurement greater than 125 ohms was revealed.